Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a black fragment, a competitor retrieval bag, and a clear component. Visual inspection confirmed the complainant¿s experience of seal component separation. The returned black fragment matched the missing portion of the septum, an internal rubber component of the seal. The clear component was identified to be the shield, an internal plastic component of the seal. Based on the condition of the returned unit, it is likely that the fragmented septum and dislodged shield were caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Event description:
Procedure performed: lap chole. Event description: trocar septum fragmented and pieces fell into patient while using [competitor device] bag during case. All pieces were removed from the patient and case was completed successfully. No patient injury occurred. Additional information received on 02nov2023 via email from the facility: surgeon had trocar in place and was withdrawing a [competitor device] bag when the top portion of the trocar and the bag "string" interacted in such a way that the trocar came apart and pieces of the trocar dropped into the patient abdomen. The surgeon was able to visualize and retrieve the pieces of the trocar and at this time there is no evidence of patient harm. Additional information received on 08nov2023 via email from the facility: 10mm 30 degree scope was used prior to the incident. No internal seal components were removed or cut in order to inspect the damaged component. Type of intervention: all pieces were removed from the patient and case was completed successfully. Patient status: no patient injury occurred.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lap chole. Event description: trocar septum fragmented and pieces fell into patient while using [competitor device] bag during case. All pieces were removed from the patient and case was completed successfully. No patient injury occurred. Additional information received on 02nov2023 via email from the facility: surgeon had trocar in place and was withdrawing a [competitor device] bag when the top portion of the trocar and the bag "string" interacted in such a way that the trocar came apart and pieces of the trocar dropped into the patient abdomen. The surgeon was able to visualize and retrieve the pieces of the trocar and at this time there is no evidence of patient harm. Additional information received on 08nov2023 via email from the facility: 10mm 30 degree scope was used prior to the incident. No internal seal components were removed or cut in order to inspect the damaged component. Type of intervention: all pieces were removed from the patient and case was completed successfully. Patient status: no patient injury occurred.